Manufacturer narrative:
This device is distributed outside the united states; however, it is similar to the united states product. The product remains implanted in the pt and is not available for analysis. Add'l info will be submitted within thirty days upon receipt.

Event description:
The pt received a 3.5x23mm cypher stent in the proximal lad in 2004. The study indicates that the pt was hospitalized because of a repeat intervention (pci) in 2005. It is not known what lesion was treated at this time. During the three year follow-up telephone contact, the pt informed the investigator that he currently has stable angina (ccsi).